Manufacturer narrative:
Date of event: date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that an unspecified sling was implanted on an unspecified date. A second unspecified sling device was later implanted due to unspecified reasons. Boston scientific has been unable to obtain additional information regarding the circumstances.